Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer's family regarding a trial patient. It was reported that patient had trial started on (B)(6) 2016. The lead had to be re-inserted because patient started to bleed. Since the trial started, patient was feeling warm sensation where lead wires were inserted. The patient did not feel stim after leads were inserted. Patient had follow up with healthcare provider on the day of this call. It was indicated that patient had not had any benefit from the device since (B)(6) 2016.